Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was present in the pump history. There was no adverse impact on the customer¿s blood glucose level. The caller tried various troubleshooting steps, including using a different charging cable, which did not resolve the issue. Tandem technical support sent a replacement charging cable and wall adapter via two-day shipping. Once the new charging supplies were used, the issue was resolved, and the pump began charging successfully without any further assistance required.